Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had no load tubing screen. This occurred when the key was inserted in the keyhole during testing in the biomed service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Correction: d1, d4: model #, d4: unique identifier (UDI) #, g4: combination product. Additional information: d9, h3, h6, h11. H11: the device was received for evaluation. During functional testing, the reported problem "no load tubing screen when the key was inserted in the keyhole" was not replicated. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was not verified. Inspection of the device found no potential symptom or cause of the reported issue. The link & link switch will be adjusted as a precautionary measure. Should additional relevant information become available, a supplemental report will be submitted.